Event description:
The customer reported that during use of this ablator, the pt sustained two burn marks 3cm long on the front of the left thigh (grading 56).

Manufacturer narrative:
Investigation result: an eval of this device could not be performed as the device was discarded by the user facility; and therefore, malfunction could not be determined. No additional info was available regarding the generator alarms or settings. The instructions for use (IFU) provide the user the following: the IFU provides these warnings and cautions to the user: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Ensure all accessories are properly and securely connected to the generator and function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to insulation, melting of electrode tip or increased risk or pt burns. Use care when inserting and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Don't bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated to avoid damage to the insulation.